Event description:
Patient underwent rotator cuff repair in 2002. Approximately 7-10 days post repair with fiberwire, patient (#1) presented with cellulitis and had a complete breakdown of repair. Patient required a second surgery for debridement (non-purulent gelatinous fluid/discharge). No bacterial growth was reported after performing cultures. This device is used for treatment.